Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (baclofen) 2000 for a total dose of 240 via an implantable pump for intractable spasticity. It was reported on an unknown date patient's symptoms returned, and it was unknown as to what may have led, caused, or contributed to the issue. It was noted a dye study was performed, and were not able to draw back any cerebrospinal fluid (csf). Healthcare professional (hcp) opened pocket for pump and could not disconnect the catheter from the pump, and had to cut the catheter. After cutting the catheter there was still no csf flow. Patient's back was opened, the catheter was cut, and there was no csf return. The catheter was pulled down and got csf return when tip of catheter was at t11. Surgical intervention did occur as both the pump and the catheter were explanted on (B)(6) 2016. It was noted the issue was resolved at time of report and patient's status was alive no injury. It was noted pump will be returned for analysis, and the catheter was discarded.

Event description:
The event date was unknown.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). Reported in regulatory report 3004209178-2016-27467.

Event description:
It was reported that the pump was to be returned to the manufacturer for analysis and it was reported that the catheter was discarded, however the pump and the catheter were both returned for analysis.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a business partner on 2017-jan-19. Medical history included a synchromed ii pump and an asc enda catheter device. Concomitant products were not reported. On an unspecified date, the patient started treatment with lioresal 2000 ¿g/ml at 240 ¿g/day per simple continuous infusion, intrathecally via a synchromed ii pump. On unspecified dates in 2016, after starting the product, the patient experienced unspecified "symptoms returned," a dye study was done and the provider was unable to draw back any csf (cerebrospinal fluid). On (B)(6) 2016, they opened the pocket for the pump, could not disconnect the catheter from the pump, had to cut the catheter and had no csf return. The pump and catheter were explanted and replaced. Then they opened the back and cut the catheter, again, no csf return. Subsequently they pulled the catheter down and got csf return (when tip was at the t11 vertebral space). As of (B)(6) 2016, the issue was resolved. The pump was to be returned to the manufacturer for analysis and the catheter was discarded. No additional information was provided. On 10-jan-2017, it was learned the patient was a caucasian male and additional medical history included spasticity. On (B)(6) 2016 ( previously reported as an unspecified date), the patient "started" treatment with lioresal 2000 ¿g/ml at 240 ¿g/day per simple continuous infusion, intrathecally via a synchromed ii pump, for spasticity. The nurse practitioner (np) noted the patient's pump was fai ling for an unknown reason and the patient was "maintained" on oral baclofen (dates, doses and frequency of use were not reported). On (B)(6) 2016, the pump was replaced and the catheter was moved to t10 for better benefit. The np verified the events were resolved, the patient was discharged from the hospital and was at a snf (skilled nursing facility). No additional information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Evaluation of the implantable pump serial number (B)(4) did not identify any anomalies. Evaluation of the implantable catheter serial number (B)(4) identified damage to the sutureless connector (sc) assembly consistent with difficulty removing the catheter from the pump. Damage was identified on the retaining ring fingers, the titanium housing was found to be bent, and the white silicone boot was found to be damaged. Additionally, a slice cut was identified on the catheter body, and leaking was identified in the lab from the site of the slice cut. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient first began experiencing the return of symptoms between (B)(6) 2016 and (B)(6) 2016. This was when the patient began telling the hcp that he did not notice improvement of symptoms despite a dose increase for the first time.